Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a static image. The event occurred during the procedure. The intended procedure was completed using the same device. There were no reports of patient harm.